Event description:
It was reported that during a gastric procedure, the staple line closest to the cut line appeared to have malformed staples or staples that did not form completely. There was some bleeding and it was controlled with suture. There were no patient consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.